Manufacturer narrative:
Correction: per the clinic, it was reported that the device was rejected at surgery; and not explanted as previously reported. This report is filed october 18, 2016.

Manufacturer narrative:
This report is filed on october 07, 2016.

Event description:
The manufacturer became aware upon receipt of the explanted device on (B)(6) 2016. Additional information has been requested but has not been made available as of the date of this report, october 07, 2016.